Event description:
A grand slam .014 wire was used with pioneer device. The wire broke off in the patient in the dissected plane. Physician had to leave wire in dissected plane of patient. The pioneer device was removed and case was finished without any further incident.